Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4): device 6 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6)2024, it was reported that the patient encountered eight infusion sets cannula kinked events within 3 hours of insertion. The site of location was thigh. The blood glucose was reported 550 mg/dl on (B)(6) 2024 and 330mg/dl -350mg on other occasions and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.